Event description:
The report states: the pt was revised to address pain. All components were well positioned with no evidence of loosening. Cup was well fixed and had to be removed via gouges.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.